Event description:
It was reported that prior to an implant procedure, the medical equipment company representative was unable to interrogate the implantable pulse generator (ipg) device. After letting the device "warm up in the house", the device was successfully interrogated and the battery voltage and battery impedance levels were measured. The device data showed that an electrical reset had occurred several months prior. He was able to clear the reset and reprogram the device. The device was not used and there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis was performed and no anomalies were found. (B)(4).